Event description:
A peritoneal dialysis pt's wife called fresenius technical support concerning how to program basic settings on the cycler. The pt's wife stated the pt was just released from the hospital due to pneumonia and fluid around his heart. The pt's wife stated the pt typically used 1.5 percent dextrose. The pt was instructed by his peritoneal dialysis nurse to change to 4.25 percent dextrose for tonight. The pt's wife wanted to know if she needs to adjust the treatment settings to accommodate the higher dextrose percent. Technical support advised the pt's wife to contact the peritoneal dialysis nurse for the answer to her question. Tech support stated they could help her change the settings on the cycler once she knows what they should be.

Manufacturer narrative:
A product investigation was completed for the identified cycler. The cycler was not replaced for the reported symptom. A review of the device history records was performed. There were no unexpected variances, adjustments or comments noted in the deice history records. A review of the complaint handling system listed no other complaints of the reported symptom of fluid overload for this cycler. A review was performed by the post market clinical department, per the pharmacovigilance associate medical director there is no evidence to reasonably suggest that the cycler caused or contributed to the pts volume overload. The pt's symptoms were reported to be resolve with increased ultrafiltration with the use of peritoneal solutions with higher dextrose concentration. This is unrelated to cycler function. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding complaints of deaths or serious injuries received between (B)(6) 2011 to (B)(6) 2013.